Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially a force issue was reported. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-aug-2023 there was reddish material and a hole on the surface of the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-aug-2023.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The investigation was completed on 03-aug-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified the reddish material inside the pebax could be related to the force issue reported; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number: (B)(4).